Manufacturer narrative:
H3: analysis of the device confirmed the reported event since the device was found to be slow during start up which took 2 minutes and 40 seconds. The sata card had to be replaced and the software version 1.5.4 was required an update to version 1.6.4. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was slow at startup. The device was able to operate properly after being slow at startup and the procedure was completed with the same device. Troubleshooting was done by attempting to remote the system and installing a new version of software i.e from version 1.4.3 to version 1.5.4, but the device was still slow and a repair of the device was initiated. There was no error code or messages displayed. No patient impact.